Event description:
It was reported that the lead was damaged during the explant procedure. The system was being removed because the patient needed an MRI. The lead sheared while the physician was pulling out the lead and the procedure to remove the lead was reported to be "rough." No screwdriver was used to remove the lead/device connection, and four electrodes and part of the insulation were left in the body. It was also reported that the patient never had therapeutic effect. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v436017, serial#, implanted: 2010 (B)(6), explanted: product type lead. (B)(4).

Event description:
Additional information received reported the cause of the event was the patient needed an MRI scan. No abnormal impedances were measured. Complete system explant performed and noted as a prophylactic explant. The patient did not require hospitalization due to the event, and patient outcome was noted as no injury.